Manufacturer narrative:
Medical device problem code 2017/use after expiration. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Review of the lot history record indicated an expiration date (use by date) of 31-january-2023 and the procedure date was (B)(6) 2023 which is approximately 3 weeks post expiration. It should be noted that the guide wire instructions for use, in the graphical symbols for medical device labeling section, it indicates the use by symbol, which is next to the expiration date. The investigation determined the reported use of the device post expiration appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The hi-torque (ht) spartacore guide wire was used successfully, however, it was noted that the guide wire was expired. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.